Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2023 and suture was used. During the procedure, the thread pulled off from the needle. The needle fell into the patient¿s abdomen when the surgeon was making the knot. The needle was retrieved during the procedure with coelio forceps. As the surgeon needed to search for the needle in the patient¿s abdomen, there could have been risks of peripheral organ damage. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? If not are plant to remove the needle from the patient? In event description indicates "risks of peripheral organ damage.", could you please provide more details? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? The needle fell inside the patient when the doctor was making the knot. She had to retrieve it during the operation with the coelio forceps. The risk to the organs was mainly that the needle could go into one of them when it loosened and when the practitioner went to retrieve it. There was no imagery as she managed to retrieve it, and no consequences for the patient either. Lot number is : md5067.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2023 h6 component code: g07002 no device problem found: h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that it was received one unopened sample that pertain to the product code jv603. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.